Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The 8mm fbf instrument was analyzed, and failure analysis (fa) found the primary failure of broken grip at the grip base to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.545" x 0.195" was found to be broken off. The broken piece was not returned. Common causes of the failure mode broken instrument grips-tips are typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral general surgical procedure, the fenestrated bipolar forceps instrument tip broke off inside the patient. The broken piece was removed during the same procedure, and this caused a slight delay of 15+ minutes. There were no post operative tests performed, as all the pieces were retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.